Manufacturer narrative:
The nurse reported that the central nurse's station (cns) application spontaneously shut down. Log files regarding the event have been received and nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) application spontaneously shut down. No consequence or impact to patient.